Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone13.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl and eventually displaying ¿hi¿, while wearing the pod between 24 and 36 hours. The patient reported that when the insulin was delivered, they felt a burning sensation at the insertion site. It was reported that the patient received error messages indicating that insulin was not being delivered. They removed the pod and noticed that the cannula was bent. In addition, there was a raised area under the skin. The patient stated that they normally prepare the site by cleaning the area with an alcohol wipe and letting it dry for 20 minutes. No medical assistance was reported. The patient was able to activate a new pod.